Manufacturer narrative:
Correction to g2 to add the foreign country ireland. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the switch button one rubber was perforated, the light guide and objective lenses were cracked, the lenses glue and bending section rubber glue was worn out, the distal end cap cover was dented, the boot was torn, the insertion section and universal cord was scratched and the universal cord was wrinkled. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us, but a similar device is. Due diligence for additional information was executed. The device is quarantined and awaiting further instructions. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer informed that the automatic endoscopy reprocessor (aer) was also tested. No test results will be shared with olympus. Pre-cleaning is performed by aspiration of water through the instrument/suction channel, flushing channels (air/water channels, instrument channel port, and distal end/areas around elevator). Brushes used ar medikell supplies. Manual disinfection is not performed. Aer model is (B)(4), disinfectant is endohigh paa, and detergent is endohigh. Device is stored in (B)(4) drying cabinet. The device is not sterilized.

Event description:
As reported by the customer, the device was tested for presence of microbes and failed the test. The device was retested and failed the test again. There is no reported harm to any patient. The device was not used in a clinical procedure and did not fail during one.